Event description:
In (B)(6) 2022, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient complained of intermittent pain at the insertion site and exhibited guarding of the area. Pain was also generalized over the abdomen. An initial CT scan showed no abnormalities. The patient was started on IV antibiotics and provided IV morphine for the pain. The insertion site has a slight hemoserous ooze only and a drain attached to the gastric port had a small amount of bile draining. A follow up CT scan showed an extensive pneumoperitoneum from a perforation. The patient remained in pain and had a temperature of 38.3.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. (B)(4). A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.